Event description:
It was reported the patient does not receive effective therapy. The patient requested a scs system explant, surgery date is unk at this time. Note the leads were implanted in the occipital region, off label use. Note the patient's scs system includes two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.